Event description:
Report received of breakage resulting in burn while using a water bottle. Received info from a customer stating that the water bottle was purchased in 12/98. After 2 months of use, "the hot water bottle broke resulting in me burning my stomach and injuring myself." No further info has become available. Any additional info will be forwarded to the agency if it becomes available.